Event description:
Surgeon performed revision and found upon removal that the liner was delaminating when handled with pliers. Surgeon used triathlon ts due to instability being caused by other factors.

Manufacturer narrative:
The root cause could not be determined as the product and medical records were not provided. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no report discrepancies related to the fit, form or function of the devices. The complaint history review indicated that there were no similar events for the reported lots.